Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's physician reported the patient alleged to have experienced redness and swelling at her ipg site reportedly due to a titanium allergy, and as a result, her scs system was explanted. The patient's scs ipg is no longer implanted, but the explant date is unknown to the manufacturer at this time.